Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow-up. Device interrogation revealed lead noise. Noise was reproducible with isometrics. Oversensing was also noted. Fluoroscopy revealed externalized conductors. The lead was capped and preplaced. The patient was stable before, during and after the procedure.